Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the header was slightly loose. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Detailed analysis was able to confirm the weakened header bond; the header could be slightly rocked. However, all feed-through wires were intact and there was no impact on the functionality of the device.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted and replaced during a lead revision procedure. The device was implanted in a submuscular location and was included in the sub-pectoral advisory. The local area field representative reported that upon removal, a weakened header bond on the device was identified. No adverse patient effects were reported.